Event description:
The complainant also reported that the placement signal alarm triggered during support and was subsequently disabled temporarily. Support was maintained with the impella 5.5 pump despite the noted issues. Care was eventually withdrawn, and the patient expired.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. Pump was not returned for investigation. Data logs were returned and reviewed. Placement signal low alarms were seen for a span of 12 days. The 5s parameters were within the specification. No other abnormalities were seen in the logs. The root cause of the optical signal issue was not determined since product was not returned and due to inconclusive evidence per log review. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B2 updated to death. B5 updated to include death and placement signal issue description. H1 updated to death. H6 updated to include death and placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-09677. B7 other relevant history, including preexisting medical conditions updated d10 concomitant medical products and therapy dates updated. G1 MDR reporting contact email and reporting contact fax number updated.

Event description:
The user facility reported a 68-year-old male, who is a heart transplant rejection, was implanted with an impella 5.5 device for mechanical circulatory support. The patient developed persistent ischemia in the extremities during impella support. Right lower extremity was mottled as well along with upper extremities noted approximately two days after impella device placement. The issue persisted, and the patient was administered milrinone in an attempt to decrease the patient's systemic vascular resistance. Support was maintained with the impella pump despite the noted issues.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The patient outcome was reviewed by abiomed's medical safety officer (mso). It was determined that there was not enough information to associate use of device with outcome.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. The instructions for use referenced in the initial report impella 5.5 with smartassist for use during cardiogenic shock in section: potential adverse events (united states), which now includes statement "cardiac or vascular injury (including ventricular perforation.¿ b5-added mso review in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.